Event description:
During colonoscopy, biopsy forceps malfunctioned and would not open. This resulted in a clamping of the tissue and a small amount of bleeding at the biopsy site. The site was cauterized. There were no further problems.